Event description:
The customer alleges that the heater light is not coming on . The asp technical service engineer (tse) reviewed with the customer how the heater works. The tse also gave to customer the part number and pricing for a microprocessor board. The customer did not respond to asp's attempts in retrieving more info.